Event description:
It was reported that the device was explanted after an implant duration of 3 yrs and 1 mo. The reason for explant is unk. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.